Manufacturer narrative:
The ge healthcare service representative determined the sensor interface board and the power supply needed to be replaced to correct this reported complaint. No report of patient involvement.

Event description:
The ge healthcare service representative reported during planned maintenance, the unit alarmed ''vref out-of-range'. This failure causes a loss of mechanical ventilation. There was no report of patient involvement.